Manufacturer narrative:
D4 - model #: vticm_12.6 corrected to vticm5_12.6. Claim #(B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantatble collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was implanted, removed and replaced intraoperatively for a shorter length lens. This resolved the problem. Cause of the event was reported as unknown.